Event description:
According to the reporter, during use, the inner cannula could not be removed from the outer cannula. The trach had to be changed unnecessarily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.